Event description:
It was reported that during a pci procedure, a maverick balloon ruptured. The lesion being treated was a highly calcified lesion in the proximal circumflex (cx) coronary artery. The physician used several balloons in order to cross the lesion. The last balloon crossed and was deployed. While trying to pull the maverick balloon out, the physician noticed that the balloon was torn apart and a portion of it was in the distal cx preventing blood flow to the marginal. He attempted to shift it to the distal cx but the blood flow remained slow. The procedure was not completed due to this event. The physician stated he should have used a rotoblator rather than the balloon due to the heavy calcification. He stated that there is no product problem. He spoke to the pt 8 days post procedure and reported the pt condition as 'very well.'

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant info become available; a supplemental medwatch report will be filed.